Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Consumer reports "using this product for about 4 yrs now advised to cath 4 x a day, sometimes will only cath 3 x he said. He has retention from an ¿overstretched¿ bladder caused by bph. He states he has never changed how he has used this product in all the years he has used it. He always breaks water packet to prep catheter and doesn't touch the catheter itself and always uses the no touch sleeve. He suspects we have changed the way we manufacture this item in some way causing him to get multiple utis. He could not pinpoint anything, however, concerned about sterility of them due to his utis. Consumer upset saying various times he has never, in 4 yrs, changed how he has used this product and only starting a year ago, he started getting multiple utis that is why he feels it is the product that is to blame. He feels like this product is the cause for his utis. He does not have any difficulty passing them. In discussing his typical routine for intermittent catheterization, he admitted he sometimes doesn't wash his hands and does not ever cleanse meatus prior to inserting catheter at all." It was explained "the importance of both for uti prevention when performing intermittent catheterization. He said he never did this even when he was uti free with this same product, prior to a year ago. It was briefly explained closed system catheters as well and explained the benefit of the introducer tip for uti prevention, which he didn't appear to have heard of before. He said 1 yr ago he started getting ¿consecutive utis¿ with this product and not prior. His uti symptoms are burning and frequency. He said just 3 weeks ago had a round of antibiotics for a uti and then yesterday had to go back to urgent care as his symptoms returned and was placed on another antibiotic and is started to feel better with it having started them."